Event description:
A customer reported to baxter an issue of particulate matter in the tubing of the disposable cassette found before use. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was not confirmed and the root cause could not be determined. The sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore a batch review will be performed